Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges that the treatment recommendations provided by the blood glucose monitor are not accurate due to missing data in the device history. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.